Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that recently had issues with a batch number of an optilene suture. Several sutures were opened, and all showed a similar problem. It appeared as if the sutures had 'come apart' at certain points or were 'very thin or overstretched'. Sutures tore immediately and 5 or 6 of them were discarded. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and contaminated sample with the needle detached from the thread (the needle is missing). Additionally, one section of the thread shows fiber splitting: at this point, the filament separates into two distinct monofilaments. However, without any closed sample, we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because no closed samples have been received, only a contaminated sample and a further analysis cannot be conducted. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed, and the case is considered not confirmed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.